Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue, therefore, a more specific code could not be selected.

Event description:
It was reported that wearable failure occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was the reported that the patient was in a "coma" due to hypoglycemia that resulted from a wearable failure. Emergency medical services was called and the patient was treated with IV glucose. No other patient or event details were available, including when the wearable failure occurred and the events leading up to the patient¿s coma. The patient was ¿out of the hospital and better¿ at the time of report. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined.